Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement suretrak2 medium clamp shipped to site. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site's damaged suretrak medium clamp, the screw thread is worn. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect clamp finds that the returned clamp is well worn with the surface discolored. However, the adjustment screw is not damaged and functions normally. The clamp is fully functional. No problem found. Had this information been available at the time of the initial event this event would not have been considered a reportable event/malfunction.